Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was a twiddler and the leads have pulled back resulting in higher outputs. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.